Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 with complaints of 1 week of dark stools and one episode of bright red blood (brb) on (B)(6) 2022. It was noted that the patient had a recent admission for gastrointestinal (gi) bleeding and anemia. One unit of packed red blood cells was given at the previous admission and the patient was discharged with internal hemorrhoids. Gi scopes were negative. The patient was diagnosed with acute anemia and intravenous iron therapy was administered. Bleeding resolved without sequalae on (B)(6) 2022.

Manufacturer narrative:
The recent admission was captured under manufacturer report number 2916596-2022-13884. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.